Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported during recent follow up, that there was a type iiib fabric endoleak. The patient had treatment performed two days following the type iiib fabric endoleak observation. The intervention resolved the type iii endoleak. No additional clinical sequelae were reported and the patient is fine.